Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026 due to a bent cannula resulting from improper site selection, as the infusion set was inserted in the belly button region of the abdomen; the event occurred on the second day of use.

Manufacturer narrative:
E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.